Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.

Event description:
It was reported that the sys would not boot up. This resulted in a total loss of imaging functionality. This cause the delay or cancellation a procedure. There is no report of pt injury or death associated with this event.